Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 1088947 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200954138] noted for insufficient silicone. As no samples and/or photo(s) were received the investigation concluded: - unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that 50bd ultra-fine¿ ii short needle insulin syringes had deformed stoppers that made it difficult to aspirate medication during use. The following information was provided by the initial reporter: "we have received multiple boxes of bd ultra-fine ii needles ref: (B)(4) that are faulty. The black plunger within the syringe is not flat and you are unable to draw up the correct dose of medication."